Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: physician phone number was not available; the health care facility phone number was used instead. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the slack was not taken up and the handle does not have evidence that the loop was secured to the post. Also, no problems were found in the ligator housing. Finally, during the inspection of the media, the device box was observed in the image provided by the customer; however, the device was not observed in order to analyze the reported issues. Based on the evidence, the device code of bands failure to deploy is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, the slack was not taken up, and the handle does not have evidence that the trip wire was secured to the post. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. According to the product analysis performed on the device, it was found that the instructions for use of the device were not follow since the slack wasn't taken up from the handle slot and the trip wire was not secured to the handle. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
This pertains to two of two speedband superview super 7 devices used during an esophageal varices procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy during the procedure. A second speedband superview super 7 device was then prepared, but the suture was detached. The procedure was completed successfully with a third speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event.

Event description:
This pertains to two of two speedband superview super 7 devices used during an esophageal varices procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy during the procedure. A second speedband superview super 7 device was then prepared, but the suture was detached. The procedure was completed successfully with a third speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: physician phone number was not available; the health care facility phone number was used instead. The speedband superview super 7 device was returned for analysis, and visual inspection showed that the slack was not taken up on the handle, although the loop of the trip wire was secured to the post. No issues were found with the ligator housing. Additionally, during media inspection, only the device box was visible in the image provided by the customer, and the device itself was not observed, preventing further assessment of the reported condition. The reported event of bands failure to deploy was confirmed based on the evaluation of the returned handle assembly. A risk review was completed and verified that bands failure to deploy is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The labeling review indicated that the device was used in a manner inconsistent with the instructions for use (IFU), which specify taking up slack by pulling the proximal end of the trip wire and securing it in the handle slot. Failure to take up the slack can impair proper engagement of the trip wire mechanism once the ligator housing is installed on the endoscope, resulting in deployment issues. Product record review confirmed that the device met all manufacturing specifications and no abnormalities were identified during assembly. Based on the compiled evidence and indications that IFU steps were not followed, the most probable root cause for this event is failure to follow instructions.

Event description:
This pertains to two of two speedband superview super 7 devices used during an esophageal varices procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy during the procedure. A second speedband superview super 7 device was then prepared, but the suture was detached. The procedure was completed successfully with a third speedband superview super 7 devices. There was no difficulty setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: physician phone number was not available; the health care facility phone number was used instead.